Manufacturer narrative:
Blank display due to moisture damage on electronics. Unable to verify button error alarm and scrolling numbers on display anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to a rain storm. When he tried to bolus, the insulin pump started to scroll up and down. The customer then received a button error alarm. The customer was unable to clear the alarm. He took the battery out. There was moisture under the lcd screen but it dried out. The numbers on the screen were ramping up and down without an input from the customer. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.